Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in four inappropriate shocks. The r-wave ampltiudes were determined to be low at the time of inappropriate therapy. The patient was noted to have been moving boxes at the time of the delivered therapy. This device was tested in clinic in all postures, however the noise observed in the episode was not able to be reproduced. An x-ray was completed, which rhythmcare discussed placement could be optimized. This device remains in service. No additional adverse patient effects were reported.